Event description:
Procedure: anterior resection. According to the report: could not remove stapler after it was fired, had to cut around the area, and then hand suture to correct the problem. No delay in or time reported. No other info provided.

Manufacturer narrative:
Date initial report sent: 9/25/2009.